Event description:
On (B)(6) 2012 customer reported that 5 ml of blood leaked inside the lh780 analytical station. Customer stated that after the needle aspirated the sample, the tube was pushed back into the cassette leaving the tube stopper attached to the stripper plate. The leak was contained within the unit. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and cleaned the diluter and rocker bed. Fse stated that he was unable to reproduce the problem or determine the cause of the incident. No further issues have been reported by the customer.

Manufacturer narrative:
(B)(4).